Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain. Update: (B)(6) 2012 - litigation alleges that the patient suffered grievous pain and serious injury and elevated chromium and cobalt levels as a result of the implantation with the asr hip implant. Explantation surgery was performed to remove the device. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified doi information for the right hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: - revision operative report received (B)(6) 2013. Revision operative report indicates the patient was revised due to pain; chromium and cobalt levels were significantly high; greenish grayish colored fluid from the bursa; the trochanteric bursa was significantly hypertrophied and almost had a pseudo cyst appearance with a layer kind of hypertrophic bursa; mild corrosion at the trunnion; acetabulum had some bone loss superiorly and bone was fairly thin; small cavitary defect at the level of the pubis anteriorly; small area in the ilium that was somewhat cavitary defect. The adapter sleeve and stem were added to the complaint.